Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage. Results: visual inspection revealed a break at the connection between the water feedset tube and the chamber dome. The surface at the break was rough. A lot check revealed no other complaints of this nature for lot number 110812. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the dome, rather than being cut. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the water feedset of an mr290 autofeed humidification chamber where it connects to the chamber. They further stated that there was a cut in the feedset tube about half the diameter of the tube. They stated that the bag containing the circuit was opened by hand and no sharp implement was used and that this was the only time they had this issue. This was found during setup, before use on a patient.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel (B)(4) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that water leaked from the water feedset of an mr290 autofeed humidification chamber where it connects to the chamber. They further stated that there was a cut in the feedset tube about half the diameter of the tube. They stated that the bag containing the circuit was opened by hand and no sharp implement was used and that this was the only time they had this issue. This was found during setup, before use on a patient.